Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse powered on the surgeon side console (ssc) and it could not recall all user settings. The ssc armrest would not move, and there was a message of ¿error restoring ergonomic position, use manual controls to adjust ergonomics.¿ the fse reviewed the system log and identified error 31045 pointing to an issue with the ssc ergonomics armrest control. The fse could not perform the ergonomics calibration in the diagnostic test engineering (dte) mode. The fse replaced the ssc armrest actuator to resolve the reported problem. The system was tested and verified as ready for use. The defective component (armrest actuator - 371853-02) involved with this complaint is a field scrap item and will not be returned to isi for further investigation. A review of the procedure log showed the site performed this radical salvage prostatectomy surgical procedure on (B)(6) 2022 with system (B)(4). The system logs were reviewed/analyzed as part of the fse's investigation. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci surgical system. Although there was no patient harm reported, and the procedure was completed robotically, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer called in to report that a surgeon side console (ssc) would not recall all user settings. There was no user name found after the ssc powered on, but it was operating fine without error. The technical support engineer (tse) asked if the customer could create and store a new user setting in the ssc, but the customer was unable to perform troubleshooting at the time of the call. The site elected to continue with the other ssc. The procedure was converted to another da vinci surgical system with no reported injury. On 21-apr-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no errors were noted. It was confirmed ports were placed at the time of the event. The site completed the procedure successfully with their other ssc.